Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2006. The device records 7 manual power ups between the (B)(6) 2006 and (B)(6) 2013. During this time, the device recorded two occasions in which information from the technical log records an in-range patient impedance. In the first instance no shock was advised, the second occasion the device successfully delivered therapy in the form of three 150j shocks. The device was tested on the calibrated defibrillator and delivered a test shock without fault. The investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically